Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak when they were removing the disposable tubing cassette from the pd cycler after treatment. The caregiver stated that the patient experienced no adverse event from the fluid leak. The caregiver also stated that the disposable tubing set was discarded. Additional follow up with the patient's nurse confirmed there was no adverse event.